Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (20-30s mg/dl). Food was consumed to address the bg level. The contact thought that the pump settings needed to be adjusted for when the customer went to the gyn. The low bg was corrected after consulting with a healthcare provider and a personal profile was created for when the customer went to the gym.